Event description:
During arteriography difficulty was experienced during attempts to advance the catheter. The catheter became kinked during withdrawal attempts. A dissection was noted within the right inferior ascending.